Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Review of the product showed that the lip of the handle where the strike plate threads into is deformed, most likely from when the strike plate fractured off. Failure mode is consistent with excessive and off center strikes on the plate. DHR was reviewed and no discrepancies were found. Review of complaint history identified an issue which is being addressed in an internal health hazard evaluation. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary reverse shoulder arthroplasty, when impacting the baseplate, the impact plate of the inserter fractured off. Nothing fell into the patient, there was no delay and nothing was needed to complete the procedure. The impactor will be returned. The surgeon stated that this has happened multiple times. This is one of two exact same events with this surgeon on the same day. No further information has been provided.